Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the PICC line inserted on 27th january. Pt having chemotherapy administered through PICC line. It was during the 5th cycle of chemotherapy (due to have 6) that the pt complained of pain/discomfort. PICC line was removed and it was found that there was a hole in the line 3 cm above the skin exit site (within the pt).